Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a smartablate generator, and the remote would not stop ablation. Additional information was received on 4/26/2019, indicating a manufacturing record evaluation was performed for the smartablate generator remote serial number (B)(4) and no internal actions were identified. Additionally, manufacturing date 7/6/2017 was provided. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a smartablate generator, and the remote would not stop ablation. Additional information was received on 3/13/2019, indicating the manufacture date of 7/1/2016. On 3/25/2019,a manufacturing record evaluation was performed for the finished device and no internal actions were identified. Manufacture ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a smartablate generator, and the remote would not stop ablation. The generator continued to deliver radio frequency (rf) for 9 additional seconds after the user had pressed the stop button on the remote. The investigational analysis completed 9/23/2019. The unit was sent to technical service under (B)(4). A loaner remote was sent to the user while the unit was being repaired. Technical service confirmed the smartablate generator remote (sn: (B)(4)) was not working within specification. Technical service confirmed the display of the remote was defective. The defective part was replaced and the remote was repaired. The device was also subjected to preventative maintenance, safety, and functional testing. All tests passed. The complaint was confirmed. The defective display of the remote caused the delay. Stockert could not perform analysis because the unit was not sent to stockert for analysis. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no internal actions were identified. A manufacturing record evaluation was performed for the smartablate generator remote serial number (B)(4) and no internal actions were identified. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with a smartablate generator, and the remote would not stop ablation. The generator continued to deliver radio frequency (rf) for 9 additional seconds after the user had pressed the stop button on the remote. The foot pedal was not in use. Only the manual buttons and the remote was is use. The remote was not located within the carto 3 system environment. To stop radio frequency delivery, the user had to turn the power off by unplugging the power supply. This resolved the issue. The user was then able to power the unit back and use to apply an additional 25-30 lesions without issue. Servicing was declined as the issue resolved and the case was completed. No adverse patient consequences were reported.